Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported on maude event report mw5056502 a physician performed an uneventful novasure ablation (exact date unknown). "Six weeks post ablation [the patient] experienced severe burning in the pubic bone with mild to severe cramping and lower back pain. It worsens mid cycle during the time when menstruation would have occurred the pain becomes severe with cramps and back pain. It is now accompanied by lrq sharp pain, migraine, blotting, sluggish bladder and bowel issues. Severe anxiety and depression accompanied by continuous crying. She is unable to work or perform household duties. She is currently scheduled for hysterectomy". No other additional information provided.